Event description:
It was reported that a malfunction alarm occurred. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.